Event description:
Deflation of left breast implant. Bilateral exchange with mentor devices.

Event description:
Left implant deflation (or possible bilateral deflations). Bilateral exchange with mentor devices.

Event description:
Deflation of left breast implant. Bilateral exchange with mentor devices.